Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) cardiac arrhythmia procedure which was completed by using another room. A philips field service engineer (fse) went onsite and confirmed that the system was unable to boot. The system logfile was checked and troubleshooting found an issue with the flexviewing pc which was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the new flexvision pc was sent to the customer and the in-house biomed replaced the flexviewing pc. Following the replacement, the customer rebooted system and the system was performing as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.